Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets and implanted. Upon removing the steerable guide catheter (sgc) a puncture in the atrial septum was visualized and an atrial septal defect (asd) was visualized. An 10mm amplatzer was implanted successfully and the procedure was completed. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.